Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil that had migrated to the left pelvic sidewall") and pregnancy with contraceptive device ("unplanned pregnancy") in a 43-year-old female patient (gravida 2, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016 and device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's past medical history included gravida ii, parity 1 in 2003 and toxemia in 2003. Previously administered products included for an unreported indication: depo provera in 2005. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and mental disorder ("psychological or psychiatric problems- condition"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, back pain ("back pain"), menstrual disorder ("abnormal menstrual cycles") and alopecia ("hair loss"). On an unknown date, the patient experienced depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a tubal ligation and removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, menstrual disorder, procedural pain, alopecia and depression was resolving and the mental disorder had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, back pain, depression, device dislocation, menstrual disorder, mental disorder, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent a surgical abortion. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2016: confirmed she was pregnant. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received: new reporters added, psychological or psychiatric problems- condition event added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil that had migrated to the left pelvic sidewall") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. In 2951250-2017-06136 2015, the patient had essure inserted. In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, back pain ("back pain"), menstrual disorder ("abnormal menstrual cycles"), alopecia ("hair loss") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a tubal ligation and removal of the essure device). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the device dislocation, pregnancy with contraceptive device, back pain, menstrual disorder, procedural pain, alopecia and depression was resolving. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, back pain, depression, device dislocation, menstrual disorder, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: on (B)(6) 2016 patient underwent a surgical abortion. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: confirmed she was pregnant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.